Event description:
The patient was hospitalized until a replacement procedure could be performed. Subsequently, a replacement procedure was performed. This device was removed and returned for analysis.

Event description:
Boston scientific received information that the patient with this device reported hearing beeping tones from this device. Interrogation of the ICD revealed a low voltage battery fault (i.e., fault code 1003) and a message noting that the voltage was too low for projected remaining capacity. A replacement procedure is intended and the device will be returned for analysis. Reportedly, the patient with this device has worked with a drill on a daily basis for the past year. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
- -

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.